Manufacturer narrative:
It was reported that the battery would rapidly discharge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the controller log files was not performed because the logs were not submitted or available. Failure analysis of the returned battery revealed that the unit passed visual examination and functional testing; the battery capacity was within the expected range. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. No failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in the clinic for a routine follow up. The patient stated that while sleeping and connected to both the alternating current (ac) converter that the battery's power would deplete. It was stated that this only occurred with this battery. It was also stated that there was no effect on the patient. No additional information available.